Event description:
The manufacturer received information alleging when attempting to switch the device to standby mode after removing the mask, it shut down. A ventilator inoperative alarm occurred once it tried to restart the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was duplicated by operational checking. Review of the error log found an occurrence of vent inop error evt_mach_flow_railed_high, which means the machine flow sensor drifted above the specification. The device's flow sensor was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported information alleging when attempting to switch the device to standby mode after removing the mask, it shut down. A ventilator inoperative alarm occurred once it tried to restart the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was duplicated by operational checking. Review of the error log found an occurrence of vent inop error evt_mach_flow_railed_high, which means the machine flow sensor drifted above the specification. The device's flow sensor was replaced to address the issue. The machine flow sensor was sent to the product investigation lab (pil) for further testing/investigation. Pil visually inspected the trilogy evo machine flow sensor for defects and found contamination inside the flow sensor. Pil noted e-155 (evt_mach_flow_railed_high) in the event log from service. Pil installed the flow sensor on the pil trilogy evo test unit and ran therapy with a test lung for approximately 1 hour without issue. E-155 did not recur. Pil then tested the flow sensor for flow verification and the flow sensor failed testing. Pil concluded that the contamination observed inside the flow sensor caused the ventilator inoperative alarm and the e-155 in the event log. This failure is being investigated under fsn 2023-cc-src-003.